Event description:
Archontakis, Stefanos, et al. (2026). "Totally Fluoroless Versus Limited Fluoroscopy-assisted Implantation: Identifying the Role of Fluoroscopy During Subcutaneous Implantable Cardioverter-defibrillator Implantation." J Innov Cardiac Rhythm Manage. 2025;16(10):6463-6472. DOI: 10.19102/icrm.2025.16101.The above study aimed to compare totally fluoroless subcutaneous implantable cardioverter defibrillator (S-ICD) implantation and limited fluoroscopy-assisted S-ICD implantation with respect to safety, procedural success, and clinical outcomes. The study was a single-center, non-randomized study. 49 patients received S-ICDs between 2016 and 2024, 25 of which underwent completely fluoroless implantation while 24 underwent implantation with brief fluoroscopy guidance. Minimum follow-up was six months, and primary outcomes included: defibrillation testing success, appropriate and inappropriate shocks, complications, lead positioning accuracy, and arrhythmic mortality.There was successful implantation in 100% of patients, and defibrillation testing with a 60-joule shock was successful in all patients. Chest X-Rays confirmed acceptable electrode placement in all cases (no repositioning was required). Appropriate shocks occurred in 8.2% of patients and successfully terminated ventricular arrhythmias in every case. Inappropriate shocks occurred in 8.2% of patients with similar rates in both fluoroless and fluoroscopy assisted. Causes of the inappropriate therapy included atrial fibrillation (AF), T-wave oversensing, and myopotential oversensing.Overall complication rate was 14.3%. This included mostly minor hematomas and localized infections. One fluoroless patient required system extraction because of infection. No major procedural complications were observed. No significant differences between groups.Two deaths were recorded, one in each group, and both incidents were attributed to non-arrhythmic cardiac death due to pump failure. There was no arrhythmic death recorded. There was not any non-cardiac death either.In conclusion, the study found that completely fluoroless S-ICD implantation was as safe, effective, and reliable as implantation using limited fluoroscopy. Eliminating fluoroscopy did not reduce procedural success or worsen clinical outcomes, while it completely avoided radiation exposure to patients and healthcare staff. The authors therefore support adopting a fully fluoroscopy-free approach as standard practice for routine S-ICD implantation when appropriate.